Event description:
It was reported a balloon was used successfully during an arteriovenous hemodialysis fistula graft dilatation procedure. Follow-up indicated the balloon was not completely deflated prior to removal and significant resistance was encountered during withdrawal. Following continual exertion against resistance, the catheter shaft elongated and subsequently broke and detached in the pt. Retrieval of the detached segment, utilizing a snare, was uneventful. The pt's condition is good. The device was rec'd, evaluated and retained by this MFR. The engineering eval indicated the device was returned in four pieces. The shaft appeared to be cut at 5.5cm distal to the strain relief. The middle section was 30cm in length and was elongated at the distal end. The elongated tip was rough. A trace of adhesive was noted at the proximal bond area. The proximal ro marker was not returned, however, follow up with the account confirmed the proximal ro segment was the distal tip and balloon material. Damage was noted at the distal tip. This device displayed characteristics consistent with continual exertion against resistance, a broken and elongated shaft. Follow-up revealed full deflation of the balloon was not performed prior to removal from the pt and significant resistance was encountered upon removal. Co believes these factors contributed to this event. However, the co is unable to determine the exact cause for this event. Directions for use state: "when dilatation has been completed, deflate the balloon by applying suction to the balloon lumen... When withdrawing the balloon out through the entry site, a gentle rotation of the catheter in a counterclockwise direction will be cause the baloon to refold around the catheter shaft facilitating withdrawal. If resistance is encountered, due to balloon rupture or for any other reason, when removing either a baloon through an introducer sheath or a guide wire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."